Event description:
11/24/92 patient diagnosed with calculus of ureter. Lithotripsy with condela laser used. No apparent problems noted. 1/4/93 patient admitted with cardiac compensation. 1/5/93 surgery performed for removal of laser fibers enbedded in diaphram and right ventricle. 1/10/93 discharged home in satisfactory conditiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.